Event description:
Pt underwent cataract surgery on 8/6/96, and implantation of a intraocular lens was attempted by the surgeon. However, the surgeon noticed a posterior capsular tear prior to insertion and he performed an anterior vitrectomy. Meanwhile, the lens was loaded and bss was applied but the surgeon let the cartridge sit too long, apparently allowing the lens to dry out. As the surgeon attempted to insert the lens it ejected from the cartridge and tore in half. Half of the lens went into the eye and required secondary surgical intervention to remove it. The pt was injured during lens removal and had a choroidal hemorrhage.